Event description:
The pt reported she is experiencing pain near her thoracic scs lead site and has been primarily bed-ridden since implant of the scs lead. The pt was advised to look for a neurosurgeon in her area. F/u identified the pt's appointment with the physician is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.